Event description:
It was initially reported that the patient had high impedance. X-rays were taken and did not show anything per the physician. The generator was turned off on the date the high impedance was seen. There was no reported trauma or manipulation that would have contributed to the high impedance. There were no reported adverse events. Surgery is likely but has not occurred to date. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. Attempts for additional information have been unsuccessful.

Manufacturer narrative:
Analysis of programming history. Device manufacturing records were reviewed. Review of manufacturing records confirmed there were no unresolved non conformances found with the generator prior to distribution. Device failure is suspected, but did not cause or contribute to a death or serious injury.